Manufacturer narrative:
Submit date: (B)(4) 2011. An investigation is currently underway. Upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with a gauze sponge. The customer states the gauze frayed in a patient's wound. Wound care nurse had to flush the wound with saline and administer mist therapy in attempts to remove all the lint.